Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 27mm edwards valve implanted for an unknown implant duration underwent valve-in-valve procedure due to aortic stenosis and regurgitation. A 26mm valve was implanted inside the failing 27mm valve with good outcome.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that a patient with a 27 mm valve implanted for an unknown implant duration underwent valve-in-valve procedure due to structural valve deterioration, severe aortic stenosis and moderate regurgitation. Echo revealed valve with severe thickening, moderate calcification, and significant perivalvular regurgitation. A 26 mm valve was implanted inside the failing 27 mm valve with good outcome. Post-procedure distal aortogram demonstrated no evidence of dissection or perforation, and no hemodynamically significant stenosis. The patient was transported to the ICU in stable condition. The patient was discharged home on pod #1.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 27mm valve implanted for an unknown implant duration underwent valve-in-valve procedure due to structural valve deterioration, severe aortic stenosis and moderate regurgitation. A 26mm valve was implanted inside the failing 27mm valve with good outcome. Post-procedure distal aortogram demonstrated no evidence of dissection or perforation, and no hemodynamically significant stenosis. The patient was transported to the ICU in stable condition. The patient was discharged on pod #1.